Event description:
Two-three weeks after stent placement, the patient complained of chest pain and arm heaviness. The patient was reported to have expired before emergency services could respond to the home. Additional information had been requested but was not available at the time of this report. This product is not available for testing or evaluation.